Event description:
Reporter indicated that pt has had an increase in seizure frequency over the past few weeks. The last time the pt's parameters were changed was on 7/2001 at which time the off time was decreased from 5mins to 3mins. Since implant, the pt has been more awake and more responsive. Reporter indicated that the pt's parents were very happy with the "vns". Physician plans to increase the output current and see the pt back in a few weeks.